Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular loosening. (B)(6) 2012 - litigation papers allege patients hip failed to achieve proper bone ingrowth into the cup and failed to achieve proper fixation. It is further alleged excessive metal debris was generated. Femoral head added to complaint.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Update: (B)(6) 2013 - ppd received. Doi has been updated. There is no new information that would change the outcome of the investigation. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.